Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 17th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, severely calcified lesion with 90% stenosis in the proximal lad. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that the stent failed to cross the lesion and stent deformation was seen. The physician reported that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury is reported.